Manufacturer narrative:
(B)(4). Viper universal polyaxial driver (product code: 2797-34-000, lot number: mi36360), and the viper2 t20 hexlobe driver shaft (product code: 2867-25-020, lot number: ag2098258) were returned to the customer quality unit. Both the universal polyaxial driver and the t20 hexlobe driver shaft¿s distal tips featured a significant amount of damage. Close examination of the universal polyaxial driver was significantly stripped but not broken off. The hexlobes were also twisted around the center of the tip, showing that the driver tip had become twisted. The stripping was irregular in severity and length per hexlobe, but extended from the distal tip and could reach nearly the entire length of the driver tip. The stripping across all hexlobes and twisting of the tip as a whole is also consistent with the direction of rotation of the driver during use. This damage could potentially occur if the instrument is not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited surface area, damaging the hexlobes in the process. This stress can also lead to the tip becoming twisted in the direction of rotation. The remaining t20 hexlobe driver shaft features a broken tip. The remainder of the tip was provided for evaluation. The driver was subsequently submitted for fracture analysis. Optical imaging of the returned driver reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests the drivers underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip becoming stripped cannot be determined from the samples and the information provided. A potential root cause may be accidentally tightening the associated screw when the driver tip is not fully flush with the screw¿s drive feature. The torque would be applied to a limited surface area, damaging the hexlobes and twisting the tip in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported: I was in a case last night ((B)(6) 2017) where 3 viper instruments were damaged due to the patient's unusually hard bone. There were no adverse events to the patient. Per complaint form: 2 screw driver tips broke while screws were being inserted. One cannulated probe was deformed when surgeon was impacting on it the patients bone was extremely hard and the surgeon would not tap the pedicles initially. Once the surgeon started tapping the pedicles, the screws went in with no further problems.